Event description:
Caller reported cartridge alarm 31. There was no reported impact to the customer¿s blood glucose level. The customer was advised to return the problematic pump to tandem, and cts initiated the shipment of a replacement pump with updated software. The customer was informed of steps to follow upon receiving the new pump, including how to correctly store the returned pump and use the replacement sensor. Customer understood and agreed to the instructions provided.